Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 26, 2017, it was reported that the plate was bent. On july 11, 2017 it was clarified that the comb was bent and there was no patient harm or injury. An alternative device was used to complete the surgery. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that ratchet handle is missing a screw and roller, bushings, side plates, comb, ratchet, and the gear were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on (B)(6) 2017 revealed that the comb was damaged, left side plate was gouged and shoulder bolts were worn. It was unable to pretest because comb was damaged. The device met all test and calibration requirements. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the bushings, side plates, comb, gear and ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the plate was bent¿ was confirmed since during initial inspection the comb was bent and the pre-testing could not be performed due to the damaged comb. The reported event was confirmed since during initial inspection the comb was bent and the pre-testing could not be performed due to the damaged comb. The root cause of the plate was bent cannot be specifically determined with the provided information. The issue was resolved with the replaced the bushings, side plates, comb, gear and ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Initial inspection revealed that the comb was damaged, left side plate was gouged and shoulder bolts were worn. It was unable to pretest because comb was damaged.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the comb was bent. No adverse events have been reported as a result of the malfunction.